Event description:
Our facility has received numerous reports in regards to finding string like or fuzzy material under safety cap. This raises concerns for sterility issues and concerns jeopardizing patient safety. Reports indicate the following: removed safety cap--*small string/fuzzy material under safety cap on needle. Upon removing the needle cap, a hair-like debris was noted to be hanging off the needle. Reports of needles bending in patient arms as well. Fuzz found on needle. Magellan hypodermic safety needle 25g 1 inch lot #24m274 exp 10/31/27. Magellan :lot # is: 24e191; exp: 2029-03-31. Magellan hypodermic safety needle 25ngx 1"" (lot# 24e191, exp. 2029-03-31. Magellan hypodermic safety needle 25g x 1" lot: 123615 exp: 2026-06-30. 25g x 1" magellan hypodermic safety needle. Lot 029325 exp 2025-08-31. Magellan lot 02935, exp. 8/31/25. Magellan lot number for the syringe is 107445x and is 29gx1/2" magellan lot 724243. Manufacturer response for magellan hypodermic syringe, magellan (per site reporter), no response.